Event description:
It was reported via literature that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. After the transseptal puncture, the first two attempts to position a 30mm watchman laa closure device failed. The physician exchanged this for a larger 33mm sized closure device which was successfully implanted. Peri-interventional anticoagulation included 1000 iu interatrial and 10000 iu intravenous heparin after transseptal puncture. Two hours after the procedure, a gradual drop of blood pressure was noted. Emergency echocardiography revealed a pericardial effusion with signs of cardiac tamponade. Emergency pericardiocentesis was performed, protamine administered, and a total of 700 ml of hemorrhagic fluid was drained. Thirty hours later, a transthoracic echocardiographic reassessment revealed a floating snake-shaped thrombotic mass between the right and left atrium crossing the atrial septum. Computed tomography further detected pulmonary embolism in segmental arteries. Immediately anticoagulation with ptt-controlled heparinization was initiated. The patient remained completely asymptomatic, without any clinical evidence of peripheral embolism or neurological event. Deep vein thrombosis was excluded by color-coded ultrasound. An echocardiographic control 24 hours after starting heparin still visualized right atrial thrombotic material; however, the left atrial mass was no longer visible. Sixty hours thereafter, no further thrombus could be seen in either atria. The absence of thrombus within both atria could be confirmed by transesophageal echocardiography. The closure device was perfectly in place without any remaining flow in the laa. On day 6, the patient was discharged in good clinical condition under oral anticoagulation with rivaroxaban 20 mg once daily for further 6 months. The 6-week follow-up was uneventful.

Manufacturer narrative:
Date of event: estimated since literature year published was 2016 wallenborn, et al. Thrombus-in-transit following watchman device implantation, wiley periodicals, inc. Echocardiography. 2016. Pages 1-4. (B)(6).